Event description:
Customer reported via phone call that insulin pump was not delivering insulin and did not alarm no delivery. Customer's blood glucose was 300 mg/dl. Customer reports of calling back to complete troubleshooting and insulin pump alarmed no delivery and passed high pressure test. Insulin pump would be replaced per customer' s request.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.